Event description:
It was reported by the customer that a pyxis medstation es system tower door failed to stay closed. Customer stated door failed it causing malfunction and there were delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined tower door failed to close. A field service engineer replaced all 4 door latches resolve this issue. Performed preventative maintenance. The system functioned as intended after field service engineer troubleshooted the device.